Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the third firing, the top of the instrument shaft came apart. The procedure was completed with another device of the same product code. No pt consequence.